Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's father reported via phone call that they received weak battery alarm and off no power alarm. The customer's blood glucose was unknown at the time of incident. The customer's father stated that they did not receive a low battery alarm prior to off no power alert. The customer's father stated that a new battery did not resolve the issue. The insulin pump will not be returned for analysis.